Event description:
As per rt, the valve inside the suction ballard of the inline catheter for the et tube was broken. There were visible secretions in the et tube and the suction sounded like it was working but writer could not suction any of the secretions from the tube. The patient did not desaturate however this piece of equipment was not working.